Manufacturer narrative:
On 5/21/2021, the product investigation was completed as the device was not returned. It was reported that a patient (female,, in her 70-s) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with webster cs catheter with auto ID technology and suffered cardiac tamponade requiring pericardiocentesis. It was reported that while performing a transseptal puncture, the patient coughed deeply. The caller reset visualization, and the procedure was continued. The physician continued with transeptal access. The caller told the physician that they were having trouble seeing the transseptal sheath, and was advising on the structures that were seen on intracardiac echo (ice). Caller did not advise the physician of where to perform the transseptal puncture. The caller noted a drop in blood pressure, and alerted the staff. The physician then noted a large effusion on ice. Ablation procedure was aborted. The patient was transported to the operation room for a pericardial window. Patient is in stable condition at this time. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30451715m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient (female, (B)(6)) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with webster cs catheter with auto ID technology and suffered cardiac tamponade requiring pericardiocentesis. It was reported that while performing a transseptal puncture, the patient coughed deeply. The caller reset visualization, and the procedure was continued. The physician continued with transeptal access. The caller told the physician that they were having trouble seeing the transseptal sheath, and was advising on the structures that were seen on intracardiac echo (ice). Caller did not advise the physician of where to perform the transseptal puncture. The caller noted a drop in blood pressure, and alerted the staff. The physician then noted a large effusion on ice. Ablation procedure was aborted. The patient was transported to the operation room for a pericardial window. Patient is in stable condition at this time. Sl1 sheath used for ts access, with a brk 71cm needle. Biosense products that were in use were soundstar and cs catheters in the body, pentaray opened but not inserted. The physician stated that the deep cough may have caused the event. No ablation was performed. The patient was under general anesthesia for a couple of hours. No report of extended hospitalization. Although there is strong possibility that the tamponade was caused by the transseptal device, since the webster cs catheter with auto ID technology was inserted the event is conservatively reported under this device. The possibility that the vent was caused by the soundstar is remote. Since this event may be life threatening it is MDR-reportable.